Event description:
The customer reported via phone call that they were experiencing high blood glucose level at the time of the incident was 580 mg/dl. Customer had received sensor glucose vs blood glucose difference. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customers last blood glucose reading was 360 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.